Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral resection of the prostate procedure, inserted irrigation catheter, with which patient was discharged. The catheter worked at first but stopped working the next evening. Came to the emergency room. Residual on admission approx. 250 ml. Tried to mechanically flush the catheter with a small amount of fluid, because only a few blood clots had entered the urine bag. The fluid went in fine but did not come out normally. Ended up changing catheter. Tried to empty the 30 ml balloon normally, but at this point only approx. 1-2 ml of balloon fluid came out. Tried several times but did not let more fluid out. Patient reported that the operating room instructed to remove the catheter at home by cutting the catheter. Checked the patient's information for home care instructions and cut the catheter according to the instructions. After this, they had to wait about 10 minutes for the catheter to come out on its own. However, the catheter did not move in any direction and caused the patient pain if patient tried to move it in or out. In this case, only about 1-2 ml of balloon fluid came out. The attending surgeon was also called to the scene. It was noted that the catheter was still in place. About 5 cm (so it had not moved out while in the emergency room but had been like this from the beginning). The top of the balloon was seen at the base, and a hole was made in it with scissors. In this case, about 1 ml of balloon fluid came out of the balloon and the catheter could be slid out. The patient's condition improved. A new catheter was inserted, and the patient was able to go home.